Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 1) occurred. Reportedly, the cartridge was cracked. Customer's blood glucose ranged from 200-300 mg/dl. Reportedly, the cartridge was changed to address the event and insulin delivery was resumed.